Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the left femoral vessel. After 100 seconds of use inside the body, the catheter stopped working during aspiration. An error displayed, but there were no physical issues with the catheter. There were no patient complications and the patient is fine.